Event description:
Customer alleged that her sister-in-law obtained discrepant blood glucose values 450 mg/dl, 225 mg/dl, and 150 mg/dl, back-to-back when tests were performed within 10 minutes on the advantage system. The location in which the testing was performed was not provided. The customer reported no action as a result of the comparison. No adverse event related to the alleged malfunction was reported. A request was made for the return of the suspect device and replacement product was sent.